Event description:
On (B)(6) 2003, the pt was implanted with an scs sys. The pt does not have stimulation. There is no communication between transmitter/receiver. The sjm rep states that the pt has increased/ decreased the distance between the antenna/receiver and has tried either another rechargeable battery or the aaa battery carrier to no avail. There is no reported damage. The sjm rep sent a replacement antenna to the pt. The rep stated that the replacement antenna did not work and that there is a problem with the pt's receiver. The pt's antenna has been returned for analysis. Surgical intervention is likely, but no definite plans have been made.

Manufacturer narrative:
Eval - method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.